Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Reasonable attempts were made by email (3x) and fax (1x) to obtain further information, however no additional information was provided additional to the initial report. A review of the DHR confirmed that the subject device met all test specifications without deviation per the DHR during the manufacturing process. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated to manufacturer's specifications. Subject device malfunction is not the suspected root cause of the event reported. Treatment settings were provided at the initial report. A lumenis clinical director reviewed the settings which were used during the procedure, and concluded that "the settings used were way outside of lumenis' recommended parameters for face, let alone for neck which is much more fragile." Although most probable root cause for this adverse event was determined to be a "use error", lumenis is reporting this event as the patient is probably permanently hypopigmented, which meets the definition of serious injury: "that results in permanent impairment of a body function or permanent damage to a body structure"

Event description:
A user facility reported that one (1) patient sustained burns to the neck following treatment with a lumenis acupulse laser.